Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the surgeon fired the device to follow the third fire's staple line upon the fourth fire. When the jaws were attempted to be released from the tissue, the black return knobs were fixed and could not pulled back. The tissue of patient side was dissected with a cautery device and hand stitched. No other known adverse events were reported.